Manufacturer narrative:
The glucose reagent lot number is 747661. The expiration date was not provided. The field service engineer (fse) found that the cell rinse level was too low causing improper cleaning of reaction cells. The fse replaced the sample probe and both reagent probes, adjusted cell rinse volumes, and adjusted rinse, acid wash, basic wash, and cell blanks into specification. A precision test, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient lithium heparin sample on a cobas c 503 analytical unit. The initial glucose result was 7 mg/dl. The customer from a previous shift noticed issues with patient results which prompted the tech on the current shift to repeat the patient sample. The sample was repeated and the result was 81 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.